Event description:
It was reported that the user experienced multiple insulin occlusion alerts while using inset 23-inch infusion sets, followed by an ¿unable to proceed¿ message during the fill tubing process, which resolved only after a full supply change; the user did not observe damaged tubing or a bent cannula, and blood glucose values were not affected. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped and a plan to transition to contact detach infusion sets.

Manufacturer narrative:
Investigation included customer interview and review of related prior case documentation. Investigation of this case revealed a recurrent occlusion alert condition associated with the infusion set and resolution after replacing disposable components. It was concluded that the event was consistent with an infusion set occlusion that resolved with supply change, with no patient injury reported.